Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that resistance was encountered advancing the coil in the proximal portion of the microcatheter. After removal, the coil was noted to have unexpectedly detached in the microcatheter. Both segments of the coil were removed from the patient. There was no reported intervention or patient injury. The patient's status is reported to be fine.

Manufacturer narrative:
The device was returned for evaluation. The device was received in two pieces; the implant coil was detached. The analysis of the returned device found necking at the distal termination of the attachment tether. The implant coil was noted to be stretched and deformed in several locations, however it was returned in its entirety. The marker band and distal ball was present. The pusher was returned and the distal portion appeared undamaged. The attachment tether was present and extends past the heater coil. The stretch resistance monofilament was broken within the implant, both sides having tails that are indicative of a possible tensile break. Based on the investigation and provided information, the complaint of a broken coil cannot be confirmed; the implant was not broken and returned in its entirety. The specific root cause of this complaint is unknown, although the findings are consistent to cases where the monofilament was subjected to tensile forces that exceeded its strength specifications.